Event description:
It was reported that the patient has expired. It is unknown if the death was device related. Through follow up with the surgeon, it was learned that the patient expired in 2008, due to unknown reasons. The surgeon has listed stenosis as a condition. No further details were provided.

Manufacturer narrative:
Device not returned.